Manufacturer narrative:
The field service engineer determined the system water was dirty, causing skewed results. The dirty water was purged and primed with new deionized water. The customer was able to calibrate.

Event description:
The initial reporter stated they had calibration and control recovery issues for crep2 creatinine plus ver.2 and one other assay (bun) on the cobas integra 400 plus after service had been performed on the instrument. Controls were outside of range for both assays. The assays were re-calibrated and controls recovered within range after this. Multiple calibrations were performed for the bun assay, but these failed. The customer stated they received discrepant creatinine results for one patient sample. The sample initially resulted in a creatinine value of 1.22 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second and a third analyzer, each time resulting in a value of 0.83 mg/dl. The repeat values were deemed correct and a corrected report was issued. The creatinine reagent lot number was 59413301, with an expiration date of 31-aug-2022.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.